Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown , product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had their leads replaced on (B)(6) 2011 with two leads. It was unknown why the leads were changed and it was noted that the spinal cord stimulation system was not adequate. It was unclear if the implant was also replaced at that time or not. The indication for use was cervical radiculopathy.